Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va0f6yh, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot# va0f6yh, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).

Event description:
It was reported during the stage 2 implant procedure, the physician had taken out the extension from the lead and wiped it down before the impedances were taken. It was noted it had gotten better. It was noted there was high impedance >4000 ohms. It was noted there was nothing else unusual about the implant procedure and it went normally. It was stated the patient would return to their neurologist a couple of weeks following report for reprogramming. It was further reported the left side at first had high impedances. It was noted at the time of report the right side also had some high impedances. It was noted they removed the connections, wiped them down at the extension and lead connection and the battery connection and reconnected them. It was stated the impedances were similar. Additional information received reported the high impedances did not resolve. It was noted the cause of the issue was not determined. It was stated no interventions were taken or planned. It was stated the patient had not been programmed yet.